Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the implant at tooth site #13 was removed due to infection. On (B)(6) 2025, a subperiosteal infection was noted at site #13. A vestibular incision was made and approximately 2cc of purulence was evacuated from the space. The area was explored and debrided using hemostats and scissors. The site was thoroughly irrigated. The incision was left to heal by secondary intention. Patient tolerated the procedure well. On (B)(6) 2025, the screw access hole was uncovered and the temporary restoration was removed. The implant was removed using reverse torque. A full thickness flap was reflected. A small amount of purulence was evacuated from the site. The buccal space was explored using scissors. No significant purulence was encountered. A prf membrane was placed at the site. Soft tissues were reapproximated with 3-0 chromic suture. Site grafting and a replacement implant were anticipated in the future once the infection has resided. Symptoms as a result of the event: inflammation, pain and swelling.